Event description:
It was reported that the procedure was to treat the non-calcified, non tortuous diagonal coronary artery. Three guide wires and the 2.75x38 mm xience skypoint stent delivery system (sds) were all advanced at the same time through a 7fr sheath; however, there was no resistance reported. Deployment of the stent was attempted and the distal shaft separated. There was no resistance during removal. A snare was used to retrieve the distal portion of the shaft and the undeployed stent together. The lesion was re-wired and a new, same size sds was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device available for eval updated from returning to not returning.